Event description:
It has been reported to philips, that the device failed to pace during preventative maintenance. Dpm hardware failure message displayed.

Event description:
It has been reported to philips, that the device failed to pace during preventative maintenance. Dpm hardware failure message displayed.